Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-03839. It was reported that when the patient presented in the clinic for routine follow up, noise was observed on both right atrial and ventricular leads. The physician explanted entire system and new device with ventricular lead was implanted. The patient was stable post procedure.